Event description:
It was reported that the device was in use on a patient when it stopped working and alarmed with 'technical failure'. No patient harm was reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.